Event description:
It was reported while using bd facslyric¿biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports a dripping sit: 1. Was the leak, liquid or air? Liquid. 2. Was the leak contained? No. 3. What was the fluid that leaked? Biohazard. 4. What is the source of leak? After waste line. 5. Was the leaked liquid mixed with bleach or decontaminate? No. 6. Was there any physical harm to the customer or personnel? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12apr2020 to date 12apr2021. Complaint trend: there are 18 complaints related to the leakage of biohazard not contained within the instrument. Date range from 12apr2020 to date 12apr2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely.blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The fse (field service engineer) confirmed that the issue was due to a shut pinch valve and massaged out the blockage. They then refitted the tubing and verified that the sit flush would pass. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01872998, case # 01317804 install date: 13mar2020 defective part number: n/a work order notes: subject / reported: 659180 - facslyric - dripping sit problem description: customer reports that the sit is dripping during sit flush. Work performed: bm 13 april 2021. Sit drips one drop of sheath after a sit flush. Removed pinch valve tubing from pinch valve, found tubing had occluded. Massaged tubing to remove restriction, refitted tubing to pinch valve and tested sit flush, now all ok. Instrument is fixed. Cause: worn tubing solution: placed tubing in pinch valve in different position. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no tfs ID: 89169 ID: libivd-ra-61 2.1.6 regstatus: ivd; ruo hazard: exposure to biological sample cause: back drip from injection port (sit) harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reglink (tfs ID): 93132 libivd-did-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none tfs ID: 89227 ID: libivd-ra-247 3.1.25 regstatus: ivd; ruo hazard: instrument temporarily inoperable. Source: sit fmea cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops forpeeksiltube so that it does not wear and kink at the connection points. Reliability test to provide estimate life ofpeeksiltube and recommended replacement schedule. Reliability sit protocol reglink (tfs ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes/ no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 line. The fse confirmed the issue found that the pinch valve tubing had been pinched shut. They massaged the tubing to remove the blockage, refitted the tubing, and verified that the sit flush passed. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed orinjureddue to the incident, and since the instrument was not being used for clinical treatment, no patients were affected.the safety risk ismoderate, s3, andtherewas noimpact tocustomerhealth or safety.

Manufacturer narrative:
Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports a dripping sit. Was the leak, liquid or air? Liquid. Was the leak contained? No. What was the fluid that leaked? Biohazard. What is the source of leak? After waste line. Was the leaked liquid mixed with bleach or decontaminate? No. Was there any physical harm to the customer or personnel? No.